Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume folfusors underinfused during infusion via a peripherally inserted central catheter (PICC) line. Approximately 10-15% of the solution remained in the devices. The devices contained piperacillin/tazabactam1800mg in 230ml sodium chloride 0.9%. The devices were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 15-17, 2023. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the photographs showed residual fluid inside the device's bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.